Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material was reviewed. Only the angiographic material of the follow-up procedure was provided. The images show the occluded proximal lad. The physician performs a revascularization with a guidewire. After pre-dilatation a stent system is positioned and inflated in the target lesion. The angiographic material was also reviewed by an external lab which confirms a complete obstruction of the lad. The cec confirms a very late, definite stent thrombosis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was implanted in a calcified lesion of the proximal lad. After (B)(6) patient experienced a stemi. A thrombotic occlusion of the proximal lad was detected.